Manufacturer narrative:
Device eval: a fractional portion of a used device was returned for investigation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. The part number listed is an estimate. Implant date was not provided. A follow up report will be submitted when the investigation has been completed. Results pending completion of eval. Conclusion not yet available-eval in progress.

Event description:
The user reported that the device tore circumferentially about one quarter of the way down from the proximal end during removal from the patient's stomach. Rat tooth forceps were used to remove the device. The user was unable to provide the lot number of the device. No harm or injury was reported.